Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc). One (1) bottle of calcium chloride (cacl) was found to be cracked in the kit that contains 10 bottles of cacl. There was no damage to the outer box and the remaining reagent in the box has already been used. There are no reports of damage to other reagent bottles. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer cut her thumb when opening a cracked vial of calcium chloride (cacl) reagent. The customer was wearing gloves at the time of the event. The customer received four stitches to treat the cut. There are no known reports of adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2022-00042 on 21-jul-2022. Additional information (04-aug-2022): siemens reviewed complaint history and trending reports for calcium chloride reagent and there was no indication of an adverse trend in complaints for this product. Evaluation of america's distribution center broken vial trending reports is conducted on a quarterly basis. The customer facility's handling, transport, storage or packaging of the reagent cannot be ruled out as potential causes of the event. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.